Event description:
Edwards received notification from a field clinical specialist that a patient underwent left side transfemoral tavr with a 23mm sapien 3 ultra resilia valve. As reported, the patient was prepped and draped in the usual sterile fashion. A 14fr esheath+ was prepared in the standard manner. The sheath dilator included with the kit was advanced over the wire, followed by successful advancement of the 14fr sheath. The commander delivery system and 23mm valve were prepared per standard protocol and advanced over the wire. A small amount of propofol was injected through the sheath side port to facilitate advancement of the commander system. There was no resistance between the commander and esheath, the propofol was used just in case. The 23mm valve was advanced across the native aortic valve and deployed successfully. Nothing stood out as difficult when crossing the native valve. Immediately following valve deployment, the patient became profoundly hypotensive and did not respond to initial resuscitative efforts. Chest compressions were initiated. Transthoracic echocardiography demonstrated a pericardial effusion concerning for cardiac tamponade. The cardiac surgeon made the decision to proceed with emergent sternotomy. The patient was placed on cardiopulmonary bypass, and attempts were made to repair the source of the injury which was an left ventricle (lv) non-edwards wire perforation. It was unknown at what point during the procedure the lv wire perforation occur as no one saw it advance further into the apex. During sheath removal, a vascular perforation was identified. It was noted that there was difficulty during esheath. A covered stent was successfully deployed to treat the perforation. Following stabilization, the patient was transferred in stable condition to bumc for ECMO placement and ongoing critical care management the devices were discarded. The patient's final outcome was noted as stable condition at that time. However, the patient has since passed post procedure. The root cause of the death was not provided.

Manufacturer narrative:
D4: UDI (B)(4). The investigation is in progress. A supplemental report will be submitted upon completion.